Event description:
As reported by edwards implant patient registry (ipr), approximately three (3) years, nine (9) months, and four (4) days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 valve. The valve was explanted and replaced with a 25 mm surgical valve. The cause of the valve explant is unknown at this time.

Manufacturer narrative:
The investigation is ongoing.